Event description:
The customer reported that the device continued to run after activation even when turned off. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device was not returned. H3 other text : no product return per the customer.

Event description:
The customer reported that the device continued to run after activation even when turned off. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.